Manufacturer narrative:
UDI: (B)(4). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined to have been caused by a faulty board. There was damage to the digital visual interface (dvi) connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the screen on the lamp was on but the screen on the high definition lcd monitor would not be displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the likely cause of the failure was a faulty board, however, it is unknown what caused the board to fail. Additional information was requested regarding this event but new information was unable to be obtained. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.